Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and thrombus are known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
One day post embolization procedure for a subarachnoid hemorrhage (sah) the patient suffered a stroke. The physician thought that stroke was caused by a thrombus. No additional information was reported.

Event description:
One day post embolization procedure for a subarachnoid hemorrhage (sah) the patient suffered a stroke. The physician thought that stroke was caused by a thrombus. No additional information was reported.